Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on all three channels. The noise was oversensed on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the device data and inquired if the patient had any newly implanted devices. The field representative confirmed no recent implants but noted a cardiac contractility modulation (ccm) device was implanted a year prior. Ts noted that reprogramming changes were made to the crt-d around the event date. If changes were also made to the ccm, they could potentially be related to the issue. Ts observed that the amplified signals on the right ventricular (rv) lead are currently falling in the blanking period. No adverse patient effects were reported. This crt-d remains in service.